Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue.no further issues were reported after the service visit.

Manufacturer narrative:
The ca2 reagent lot number and expiration date were not provided. The field service engineer (fse) found that the rinse mechanism was broken and replaced it. The fse performed a precision test successfully. The customer performed calibration and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient sample on a cobas pro c 503 analytical unit. The initial ca2 result was 6.0 mg/dl. The doctor questioned the result and the sample was repeated. The sample was repeated on another c503 analyzer and the repeat result was 8.0 mg/dl. The repeat result was deemed correct.